Manufacturer narrative:
Medical products: blunt tip screw, 4x46mm; catalog#: 47-2486-046-40; lot#: 3024715. Proximal humerus, right, 7x160mm; catalog#: 47-2496-160-07; lot#: 3036637. Blunt tip screw, 4x38mm; catalog#: 47-2486-038-40; lot#: 3024666. Blunt tip screw, 4x40mm; catalog#: 47-2486-040-40; lot#: 3024688. Blunt tip screw, 4x56mm; catalog#: 47-2486-056-40; lot#: 3036148. Cortical bone screw, 4x28mm; catalog#: 47-2486-128-40; lot#: 3024363. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3025178. Therapy date: (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to pain and screw back out(migration). Two screws had started to back out and this was noticed 12 days post-implantation. A month post-implantation it was noticed that the screws had backed out approximately 15mm. They continued to migrate and started pushing against the skin leading to the patient experiencing pain.

Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that initial surgery was performed with ann nail system on (B)(6) 2021. During surgery, first the torque driver was used to engage the corelock, then the non-torque driver was used to tighten more. After 12 days, surgeon noticed that two of the implanted proximal screws was backing out from the proper position. After 1 month, the screw was backed out roughly 15mm. After that, it was continued to back out day by day, eventually it was pushing up the skin and the patient felt pain. Therefore, a revision surgery was performed on (B)(6) 2021 and the migrated screws were explanted. Review of received data: - due diligence: further due diligence was requested to support the conclusion. - no medical data was received. Product evaluation: - no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: - surgical technique: the surgical technique explains that the locking of the corelock is done using the corelock driver with torque limiting handle. Turn slowly clockwise to tighten and engage the corelock mechanism until 3-4 clicks are felt from the torque limiting handle. - device purpose: all involved devices are intended for treatment. - DHR review blunt tip screws: review of the device history records identified no deviations or anomalies during manufacturing. - DHR / ncr review affixus nail: 8 parts were scrapped due to tool fracture leading to damage to the device surface (ncr# 500100905). 1 parts were scrapped due to dimension (bore hole ø4.06mm) out of specification (ncr# 500101334). 8 parts were scrapped due to handling error leading to damage to the surface of the bore hole ø4.225mm (ncr# 500102226). 42 parts were re-worked due to burrs (ncr# 500101100). No ncr with a potential correlation to the reported event was found. Conclusion: it was reported that initial surgery was performed with ann nail system on (B)(6) 2021. During surgery, first the torque driver was used to engage the corelock, then the non-torque driver was used to tighten more. After 12 days, surgeon noticed that two of the implanted proximal screws was backing out from the proper position. After 1 month, the screw was backed out roughly 15mm. After that, it was continued to back out day by day, eventually it was pushing up the skin and the patient felt pain. Therefore, a revision surgery was performed on (B)(6) 2021 and the migrated screws were explanted. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). As no x-rays have been received, the screw migration cannot be recreated. Neither the explanted screws nor pictures of the explants have been received. Therefore, based on the investigation the reported event can be confirmed. The locking of the corelock has not been performed as specified in the surgical technique using only the corelock driver with torque limiting handle. Instead, additionally the non-torque screwdriver was used. It remains unknown what is the potential effect of this deviation from the surgical technique. Based on the investigation it could be assumed that further possible contributing factors to the migration of the screw might be multifactorial related to either patient condition and behaviour, implantation procedure or design features. If and to what extent any of these aspects may have influenced the backing out of the screw remains unknown. In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the migration of the screw. Further investigation has been initiated in order to determine the need of potential corrective and / or preventive actions. Zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).